Event description:
In 2001 the end-user called minimed, USA and stated that the pt has been having problems with the pt's infusion set coming apart. The pt has thrown out all the sets except the one that just came out. States that the cannula hub is coming apart from the tape. States that the pt is left with the tape stuck to the pt's body, but with the tubing pulled out. States the pt treated the pt's high bgs with a correction bolus. In 08/2001 maersk medical received the complaint and 1 used base piece.